Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 42 mg/dl. The customer's blood glucose was 30 mg/dl at the time of the incident. The customer's current blood glucose was 186 mg/dl. Last night before bed the customer's blood glucose was 192 mg/dl. The customer treated with glucose tablets. The customer's blood glucose was 33 mg/dl at the time of the call. Customer stated that the drive support cap was normal. The product was returned for analysis.